Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed their cartridge, insulin and infusion set multiple times and the occlusion alarms continued to occur. The customer's blood glucose (bg) level was 400mg/dl and a correction bolus via the pump was delivered to address the bg level.